Event description:
A customer in (B)(6) notified biomerieux of poor bacillus subtilis growth associated with bact/alert® I fa plus culture bottles (reference 412990). The customer reported an issue while testing bioballs and bact/alert culture bottles. The culture bottles used are as follows: reference 412990 bact/alert® ifa plus lot number 3049331 (expired 17jun2018). Reference 412991 bact/alert® ifn plus lot number 3049322 (expired 12aug2018). The customer performed quality control testing on (B)(6) 2018 using bioballs (reference 56024, (B)(4), lot b3601 expiration 28jun2018) and bact/alert culture bottles which provided acceptable results. However, repeat testing with an expired bottle was conducted in (B)(6) 2018 for a positive check with one of the culture bottles, and no bacteria was detected in the bact/alert bottle. Repeat testing was performed using a different bioball lot with the same set-up and no bacteria was detected in the bottle. A third round of repeat testing was performed and no bacteria was detected. These bottles were not used for patient samples, these bottles were for quality control checks only. Biomérieux investigation will be initiated.

Manufacturer narrative:
The denmark subsidiary notified global customer service (gcs) of the issue; the customer is unable to grow and detect b. Subtilis inoculated at a target of 15 colony forming units (cfu) in the ifa plus and ifn plus culture bottles with the presence of 2.5ml complete medium (alpha minimum essential medium eagle (amem) 1% penicillin-streptomycin (pen-strep), 5% human platelet lysate (hpl)). The customer performed quality control (qc) testing upon receipt of the new lot of bioball® singleshot bacillus subtilis [lot b3601] on (B)(6) 2018; the ifa plus and ifn plus culture bottles failed to flag positive within 12.0 days of incubation on the bact/alert® 3d instrument. Upon receipt of the listed bact/alert® culture bottle lots, the customer performed testing and repeat testing with the listed ifa plus and ifn plus culture bottle lots and the bioball® singleshot bacillus subtilis [lot b3601]. Each ifa plus and ifn culture bottle tested also included phosphate buffer saline (pbs) + 15 cfu or 2.5ml complete medium (amem) 1%, pen-strep, 5% hpl) + 15 cfu. The ifa plus and ifn plus culture bottles inoculated with pbs + 15 cfu flagged positive on the bact/alert® 3d instrument. The customer continued to perform testing by reducing the 2.5ml complete medium by 20%; equaling a total of 2ml complete medium. The listed culture bottles flagged final negative instead of positive. The lot numbers that were in use during the time of qc testing are listed: bioball® singleshot bacillus subtilis [reference 56024, btf reference b-bs10400-30-20, lot b3601, expiry 28jun18]. Ifa plus culture bact/alert® bottles [reference number 412990, lot number 4050547, expiry date: 08dec18]. Ifn plus culture bact/alert® bottles [reference number 412991, lot number 4050804, expiry date: 16mar19]. The customer received two new lots of ifa plus and ifn plus culture bottles for further testing. The listed reagents were used for qc testing with 15 cfu and 2.5ml complete medium with 1% penicillin-streptomycin; b. Subtilis continued to fail growth performance using bioball® and bact/alert® culture bottles: bioball® singleshot bacillus subtilis [reference 56024, btf reference b-bs10400-30-20, lot b3601, expiry 28jun18). Ifa plus culture bact/alert® bottles [reference number 412990, lot number 3049331, expiry date: 17jun18]. Ifn plus culture bact/alert® bottles [reference number 412991, lot number 3049322, expiry date: 12aug18]. The customer followed their standard operating procedure and inoculated each of the ifa plus and ifn plus cultures bottles with 15 cfu and 2.5ml complete medium + 1% penicillin-streptomycin. The customer used an expired ifa plus culture bottle [bottle ID: (B)(4)] that was loaded into the bact/alert® 3d system on (B)(6) 2018. The bact/alert® 3d flagged the ifa plus bottle [bottle ID: (B)(4)] as a final negative result after 12.0 days of incubation. The customer also loaded an ifa plus culture bottle into the bact/alert® 3d system on (B)(6) 2018. The bact/alert® 3d flagged the ifa plus bottle [bottle ID: (B)(4)] as a final negative after 12.0 days of incubation. The customer was able to retrieve positive results with a 2.5ml pbs + 15 cfu inoculum into ifa plus and ifn plus culture bottles; respectively (B)(4) and (B)(4). These two bottles flagged positive; respectively in 15.3 hours and 27.8 hours. The customer also stated that after repeat testing, it was decided to remove the 1% penicillin-streptomycin and only inoculate the bottle with bioball® b. Subtilis reagent in the ifn plus bottle; the bottle then flagged positive. Gcs requested a manual bact/alert® 3d backup on (B)(6) 2018 for analysis. On (B)(6) 2018, denmark subsidiary uploaded the bact/alert® 3d backup to vilink secured space shared drive. On 25jul18, gcs reviewed the bact/alert® 3d backup. Power interruptions, which lasted less than a minute, occurred while the four (4) bottles were loaded onto the bact/alert® 3d system. It was determined that the power fault codes had no effect on the bottle readings for bottles ID [(B)(4)]. There is no instrument malfunction. On 07aug18, gcs escalated the bottle readings and graph images to biomath for review. After biomath extracted the bottle readings using the algotool, it was confirmed that the algotool correctly flagged the two (2) bottles [(B)(4)] as positive and the other two (2) bottles [(B)(4)] as negative. The curves of the positive bottles look positive, and the curves of the negative bottles look negative. On (B)(6) 2018 a conference was held with the customer to discuss the issue of growth of b. Subtilis in ifa plus and ifn plus culture bottles inoculated with 2.5ml complete medium containing 1% penicillin-streptomycin. The conference call included the following departments; gcs, scientific affairs, r&d, industrialization, denmark's application specialist, and marketing manager. During the conference call the customer stated that they are receiving the pen-strep solution from a different supplier, gibco life technologies. Biomérieux's scientific affairs shared the poster from american society of microbiology (asm) 2012 ifa plus and ifn plus neutralization study. R&d and the customer had takeaway action plans. R&d was to calculate the penicillin concentration the customer was putting in the bottles, and compare that to the amount the ifa plus and ifn plus bottles neutralizes without the addition of penicillinase. Additionally, r&d was to determine if penicillin is a part of the release c testing for antimicrobial neutralization testing. Survival of an organism in the presence of drug is dictated not only by the concentration of the drug in the bottle, but by the minimum inhibitory concentration (mic) needed to kill or stop growth of the particular organism in the bottle. R&d calculated that the customer is putting 142 ug of penicillin in each fa plus bottle that contains 30 ml of medium. Although fa plus and fn plus bottles were shown during validation to be able to grow s. Pneumonia with 240 ug per bottle that contains 30 ml of medium, the mic of penicillin for s. Pneumoniae is 0.25-1 ug/ml. R&d did not test with b. Subtilis during validation, but the data collected by industry and presented on their poster indicate that b. Subtilis has a lower mic, meaning that not much penicillin is required to stop growth of the organism. R&d determined that the customer is using penicillin concentrations 10 fold higher than the amount tested by the industry group which is well above the amount the ifa plus and ifn plus culture bottles could neutralize without the addition of penicillinase. The ifa plus and ifn plus release c testing does not include penicillin and streptomycin testing for antimicrobial neutralization. R&d concluded that the concentration of penicillin will have to be lowered for growth performance of b. Subtilis. The customer was to verify the concentration of the 1% penicillin-streptomycin that is included in the 2.5ml complete medium formula is the same as the previous supplier. The customer contacted the manufacturer and reviewed the certificate of analysis for the pen-strep concentration information and determined the concentration is the same as the previous supplier. Denmark subsidiary lastly informed the customer that the penicillin concentrations that they are using are higher then what we tested in our study; therefore, we cannot ensure that the bottles will be able to detect growth of b. Subtilis in the presence of penicillin at that concentration. It was suggested for the customer to lower the penicillin concentration. Manufacturing direction review: on 04oct18, review of the manufacturing directions (md) was conducted by the investigator at the durham, nc facility. The review encompassed an evaluation of the bact/alert ®fa plus filling lot 3049328, labeling and packaging (finished product bact/alert® ifa plus lot 3049331) and processes and inspections. The review included a review of the complete bottle form, rack/stack inspection form, and packaging defect log. All inspections met attribute limits. Qc microbiology, biochemistry, and environmental monitoring (em)/ bioburden testing were performed on bact/alert® fa plus lot 3049328 in accordance with release c methods. Growth performance testing was performed on each media bulk on bottles from fill line one. The following organisms were tested: c. Albicans, b. Faecalis, e. Coli, h. Influenzae, n. Meningitidis, p. Aeruginosa, s. Aureus, s. Epidermidis, s. Maltophilia, s. Agalactiae, s. Pneumoniae, and s. Pyogenes. Antimicrobial neutralization testing included amikacin, piperacillin, and vancomycin. Release c2 testing included the following organisms: c. Albicans, a. Brasiliensis, p. Aeruginosa, s. Aureus, and b. Subtilis. The results of the qc testing met the specifications. The lot met all quality finished goods release criteria. On 20oct17, quality assurance released (B)(4) cases of bact/alert® ifa plus lot 3049331. Instruction for use: bact/alert® ifa plus IFU 9302426 a 2012/06, was reviewed by the investigator on 23aug18. The IFU contains the following information: storage instructions bact/alert ifa plus culture bottles are ready for use. Store in an upright position protected from direct sunlight at room temperature (15-30°c). An expiration date is printed on each bottle label. Do not use the culture bottles beyond the expiration date indicated. If the bottles are exposed to temperatures less than 15°c, precipitates may form that will disappear when the bottles are warmed to room temperature. Bottles must be at room temperature before use. Bact/alert ifa plus culture bottle test: procedure: preliminary comments and precautions: samples for testing may possess antimicrobial properties because of the presence of specific antimicrobial compound(s) or because of its formulation. The antimicrobial property, if not neutralized, may cause a false negative result. Prior to routine use, the user should validate the suitability of the method for each sample type and volume in the bact/alert ifa plus culture bottles per the validation requirements described in the united states pharmacopeia (usp) or european pharmacopoeia (ep). Neutralization of antimicrobials: neutralization of antimicrobials in this medium varies depending upon the sample matrix and the types and levels of antimicrobials present in the sample. Prior to routine use of the bact/alert ifa plus culture bottle, the user should determine the method suitability by validating each sample type to ensure any antimicrobials. Performance characteristics: bacillus subtilis nctc 10400 / atcc® 6633¿ seeded study results listed in table a provides data for inoculum of 28 colony forming units per bottle. The time to detection at 32.5 degrees c is 0.7 days and at 22.5 degrees c time to detection was 1.8 days using multiple lots of bact/alert bottles. Root cause analysis: the root cause has been determined to be from high penicillin concentrations used by the customer during testing of b. Subtilis.

Manufacturer narrative:
Correction made to b2: box checked "required intervention to prevent permanent impairment/damage (devices) this boxed was checked accidently and should not have been checked.